Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2018-19450. It was reported that the right atrial lead and right ventricular lead exhibited noise. The noise was not reproducible with range of motion exercises. The device was reprogrammed. Patient was stable and will continue to be monitored.